Event description:
The MFR rep reported the hcp initially thought the pt had an infection; however, tissue cultures revealed no signs of infection. The hcp now suspects the dead tissue observed was caused by a burning interaction between the neurostimulator and the recharger. Neither the neurostimulator, nor the recharger, have been returned to the MFR for analysis. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd. Refer to medwatch report # 3004209178200701439.